Event description:
Vague report received from reporter stating that customer experienced 2 incidents of tubing leak from an unk location. The fluids involved in leakage were also unk. There was no report of pt injury. Attempts have been made to obtain clinical contact info, but further info was unable to be retrieved.